Event description:
Had silicone (mentor) breast implants in 2006. Got diagnosed with rheumatoid arthritis 1 year later. Also have hashimotos disease, chronic fatigue, brain fog, possible alcl lymphoma according to my doctor. I am getting them removed next month and will give an update after removal. Silicone implants should not be on the market.